Event description:
During routine testing of the vaporizer at installation, datex-ohmeda service rep noted output of the vaporizer was not within spec. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.